Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of reduced angulation was confirmed. Due to wear of angle wire bending angle in up direction does not meet the standard value due to angle wires stretched. The play of up/down knob was also out of the standard value from angle wires stretched. The following additional findings were also noted: due to clogging of nozzle, water removal ability does not meet the standard value, assorted scratches and discolorations, chip on the objective lens, shaved on the grip, peeling paint on the suction cylinder and air/water cylinder, chipped adhesive on the bending section cover, wrinkles on the universal cord, and due to a chip on the objective lens, flare occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, insufficient angulation with use of evis lucera colonovideoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.